Manufacturer narrative:
Beckman coulter application specialist reviewed the reaction monitors provided from customer and there was no indication of beckman instrument issue. Per customer data, it appears that the issue could be related to a potential sample issue. The customer informed beckman coulter that au680 analyzer was decommissioned on 17november2020 and was replaced with dxc 700 au analyzer. A beckman field service engineer, was scheduled to go onsite to evaluate au680, however, there is no additional investigation which can be performed as the analyzer is no longer in service. Beckman coulter also provided the complaint information to the reagent manufacturer as customer was using an ark diagnostics methotrexate reagent, which beckman coulter does not support. There was no evidence of a malfunction or issue with a beckman instrument or reagent. Customer repeated patient sample and obtained result considered normal. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported erroneous low methotrexate patient results generated on the au680 clinical chemistry analyzer. The erroneous patient results were reported out and later they were amended. The customer states there was a change in treatment for one patient due to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer received an infusion of methotrexate, dosage not provided. Customer states that the patient developed aki (acute kidney injury, which a possible know side effect for methotrexate) and customer had high creatinine level. Customer states that this patient was in-patient in hospital. Customer did not provide patient diagnosis and medication history. Customer states that patient creatinine level is trending down. Customer did not provide further information on patient.